Event description:
It was reported the needle was difficult to retract. This 3.5/15/15 leveen coaccess electrode was selected for use in a liver radiofrequency ablation procedure. During preparation, the device was carefully removed from the packaging. Upon attempting to retract the needle into the shaft, resistance was felt by the physician. A new device of the same type was used to successfully complete the procedure. There were no patient complications.